Manufacturer narrative:
Upon inspection, it was found that the resistor for the motor driver on the right swing out door had a wire that melted to a bolt. The system has undergone repairs to the necessary components. No injury to the operator or patients. Future service calls will be monitored for similar issues.

Event description:
The customer was using the system in the emergency department. While the device was not being driven, but on battery power, smoke appeared on the right side. The site called the fire department and the system was moved to a safe area.